Event description:
It was reported that a week after a breast biopsy had been performed and two breast tissue markers had been implanted, the pt presented with a skin rash that started on her leg and spread over her entire body. Antibiotics and prednisone were prescribed over the course of one month and the rash disappeared; however, the rash gradually returned and approximately two months after the marker placement, the skin rash was still present. The markers remain implanted and the pt has consulted with an allergist. The current pt status is unknown.

Manufacturer narrative:
The actual lot number is unknown; however, the device history records were reviewed for three identified potential lots recently sold to this customer. The lots met all release criteria. There are no similar complaints for any of the potential lot numbers for this issue to date. The investigation is inconclusive, as the sample was not returned for evaluation. Per the complaint comments, it was noted that an ultraclip ii marker and a celero marker (competitor's marker) were placed in the pt the same day. It is unknown which marker resulted in the reported reaction. Based on the manufacturing review results, information reported, and the investigation results, the definitive root cause is unknown; however, it does not appear to be manufacturing related. It is unknown whether procedural issues contributed to the event. The current IFU (instructions for use) states: warnings/potential complications: as with any foreign object implanted into the body, potential adverse reactions are possible. It is the responsibility of the physician to evaluate the risk/benefit prior to the use of this device. Potential complications of marker placement may consist of hematoma, hemorrhage, infection, adjacent tissue injury and pain.